Event description:
The port was placed on 6/6/96 for chemotherapy. On 9/20/96, the pt visited the drs office for treatment. The catheter was not working well swelling at the insertion site when flushing. Pt was sent to radiology where x-ray revealed the catheter was fractured in 2 places the proximal end was removed in drs office & distal end removed by snare.